Event description:
Reporter stated the customer has developed inflammation at his puncture sites with his current box of infusion sets. He noticed 2 large abscesses on (B)(6) 2014 and drove to the hospital. The abscesses were surgically opened under general anesthesia, and he received stationary treatment from (B)(6) 2014. The customer changes the infusion set every 3 days, and he was referred to the manufacturer's recommendations. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).